Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed droplets of fluid inside the housing which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) leaked ¿on a patient¿s shirt and dripped from the opening¿. The was further described as ¿the drug has leaked from the bag (bladder) inside¿. This was observed while the device was connected to the patient during a chemotherapy infusion. The device was filled with fluorouracil 5125mg in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.